Event description:
A single customer reported multiple events which occurred throughout 2023, but were reported to rhythmlink in jan 2024. On (B)(6) 2023, subdermal needle electrodes were used during a procedure and the user applied a tegaderm patch over the electrode site. When the user removed the needle electrodes and tegaderm patch, the needle electrode was separated from the leadwire and was stuck to the tegaderm patch. The needle was removed without further medical intervention, but if this failure were to recur the detached needle could have resulted in a foreign body in patient. The user did not identify the lot or part number of the device.